Event description:
It was reported that the device showed a frozen screen with error code 41786 after switching it on. Per reporter, the error occurred when installing the new software. The issue occurred during pre-test. The operator of the device was a healthcare professional. There was no patient involvement, and no human harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. The service history review identified that the device had not been in for repair in the past 12 months. Functional and visual tests were performed. The customer problem was confirmed as the pump alarms and displays lec 41786. The cause of the problem was unknown. To correct the problem, the error code will be cleared, and they will execute long term tests.